Event description:
No additional information.

Manufacturer narrative:
This report is being submitted to report additional information. Review of the most recent repair record determined the comb was bent. The comb was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device does not mesh. The living legacy foundation is a skin graft bank and operates on cadavers. There was no patient involvement. No adverse events were reported as a result of this malfunction.